Event description:
It was reported that during prior to staring, customer had errors with master tool manipulator (mtm) right. The field service engineer (fse) replaced mtmr due to recurring errors. System tested and verified ready for use. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the intermittent errors pointing to the master tool manipulator (mtm) on the console and replaced the mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have no functional issues when installed on an in-house system. During additional testing the mtm did have an error that was unrelated to the field events. The error logs from the field showed communication issues with the manipulator controller master forearm (mcmf). As a precaution the mcmf and slipring will be replaced along with the wrist pitch axis 5 gearbox due to unrelated failure during testing. Unit was on hold for containment and escalated to engineering for further review and they confirmed error 32097 indicating missing gimbal node. Although the specific root cause cannot be determined, based on failure analysis results an issue with the mcmf and slipring in the mtm are consistent with the complaint.